Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous left external iliac artery (eia). Using a contralateral approach, a 0.035 non bsc guide wire was advanced to the target lesion. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion. During inflation a leak was noted at 6atms. Physician stated that a balloon rupture had occurred. The mustang balloon catheter was removed. The procedure was not completed as the same mustang balloon catheter was not available. No patient complications were reported and the patient's status is listed as good.